Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that act and arrow buttons of insulin pump was sticking. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had random no delivery alarm, cracked near battery and reservoir compartment openings, takes longer to rewind, battery life was down and screen was scratched. The insulin pump will not be returned for analysis.